Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This ra lead was repositioned back in place and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.